Event description:
Surgeon was implanting a 7 fr vortex port. Catheter intussuscepted as surgeon was moving the retaining ring into place. The surgeon removed port and used another port. Report is made because of the potential for patient injury.